Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that they had an scs for about 6 months. Patient reported trial worked well but the permanent implant never worked therefore was explanted.